Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after booting the system twice, the system indicated that the localizer had faulted. During troubleshooting, the manufacturer representative (rep) verified that the internal camera complementary metal-oxide semiconductor (cmos) battery had died. The rep confirmed that the camera's battery had died by checking the network device interface (ndi) toolbox. A case was starting which they had brought in another navigation system for. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, multiple fdd/annex a codes were reported. A05 was coded for localizer had faulted, internal camera cmos battery had died. A1102 was coded for system indicated that the localizer had faulted. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3) a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) the 9735821r camera (lot number: p903090) was returned to the manufacturer for evaluation. The returned positioning sensor unit (psu) contained scratches on the housing <(>&<)> lenses. A check of the event log showed intermittent firmware incompatibility and intermittent illuminator current low. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .607mm with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.